Event description:
Event description cpi received information that this bipolar lead was explanted because it had dislodged. An invasive procedure was perfomed to remove the lead and replace it with a new lead. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.